Manufacturer narrative:
Investigation ¿ evaluation: as reported, after lithotripsy the doctor took the basket of an ngage nitinol stone extractor to remove the stone, during stone removal process, the user detected the basket could not hold the stone and found that there was a problem with the closure of the head end of the net basket, the user then changed to another basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, along with interview personnel were conducted during the investigation. 1 device was returned in an open package with label. Visual exam notes kinks in basket sheath, most likely caused by how device was placed in the marketing box. Handle actuates basket formation. In open position, the basket formations yellow and clear tubing has pulled away from the wires. In closed position, the basket formation is gapped as though the wires have been pulled and stretched. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed one possible related non-conformance for ¿shrink tube, damaged¿ in which five devices were scrapped. A database search identified four other complaints associated with the reported device lot for an unrelated failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. A review of the IFU t shef rev1 provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the tubing damage could not be established. It is possible that the size/shape of the stones that were captured led the sheath damage, but no information specific to the stones was known. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after lithotripsy the doctor took the basket of an ngage nitinol stone extractor to remove the stone, during stone removal process, the user detected the basket could not hold the stone and found that there was a problem with the closure of the head end of the net basket, the user then changed to another basket to complete the procedure. The user facility reported it to authority as adverse event and requires cook present product inspection report as well as product rectification and improvement statement to authority no later than 6jan2025, otherwise it would affect the cook device tertiary assessment after 6jan2024. Supplied picture appears to show the basket sheath that hold the basket wires in place are split, preventing the basket from forming the proper shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.